Manufacturer narrative:
Thv/tvt registry. (B)(4). System updates pending. Result: known inherent risk of procedure. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the transvalvular leak following the deployment of the initial sapien 3 valve cannot be confirmed. Procedural and / or patient factors may have contributed to the event. The transvalvular leak was resolved with the deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a transapical valve in valve tavr procedure was planned due to stenosis / regurgitation of a 2700 pericardial aortic valve. During the procedure, a 26mm sapien 3 valve was implanted in the pre-existing surgical valve. Transvalvular leak / central leak was observed following the sapien 3 valve implant. A second 26mm sapien 3 valve was implanted, resolving the central leak. The patient was transferred in stable condition. All valves remain implanted in the patient.